Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. After instrument data evaluation, the ccc determined that quality controls were in range during the calcium sample processing. The ccc also determined that there were no instrument error messages or any indication of an instrument malfunction during the event. The cause of the discordant calcium result is unknown. The customer successfully repeated the patient sample. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant calcium (ca) result was obtained on one patient on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca result.